Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31656959l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro catheter and suffered a cardiac tamponade which required a pericardial drainage and transferred to the intensive care. The report indicated that at the end of the procedure, no pericardial effusion was observed. A few days later, the patient developed cardiac tamponade secondary to a pericardial effusion. Pericardial drainage was performed (150 ml of blood) using x-ray to guide the physician, and the patient was transferred to intensive care for monitoring. Radiofrequency (rf) energy was delivered at 50 w using ngen generator in temperature-controlled mode. Retrospective analysis allowed for the re-evaluation of rf application to the anterior aspect of the left superior pulmonary vein with a transient contact force approaching 100g for 2 seconds at the end of the application. This application was associated with a significant impedance drop greater than 15ohms. The procedure was performed with heparin prior to transseptal puncture, without complications at that time. The patient required revision surgery on (B)(6) 2026 for the pericardial effusion. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.